Manufacturer narrative:
Foot right and foot left caster, side rail frame. Conclusion: the service tech decided that the cot would not be repaired due to the excessive structural damage. The cot will be scrapped.

Event description:
It was reported by service report that the cot was damaged while loading a (B)(6) patient. The cot was loaded with 20 plus people. It was reported by service report that the foot right and foot left caster wheels sheared off. It was further reported that the head right side rail frame near the head is bent. There was patient involvement; however no adverse consequences are reported.